Manufacturer narrative:
Covidien could not confirm the report of a failed speaker, however, a different failure of very low volume was found, and this problem was isolated to the main pcb. The main pcb was replaced and this corrected the audio failure.

Event description:
Covidien service center received a report of a n-560 defective speaker. No pt harm was reported.